Event description:
The customer reported an ongoing issue with the system shutting off when they moved the c from ap to lateral. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 power supply, ps3 power cable and motion lift cable were replaced. The system was then found to be operating as intended.